Event description:
The hcp reported the pt developed a fluid pseudomeningocele which was repaired. Then a wound infection with incisional wound opening developed. A culture was obtained - the date, site, and results were not reported. The pt was treated with device system explant. The infection is reported to have resolved.